Event description:
During the morning shift check, the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer stated that there was no imbalanced weight on the autopulse platform at the time of the issue. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn: (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause for ua07 was due to defective load cells. The cracked covers and defective load cells were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed multiple damages on the top cover and front enclosure. Based on the photos provided by the service personnel, a large vertical crack, multiple broken parts, and scratches were noted on the top cover and a crack on the screw well area of the front enclosure. The observed damages are appeared to be the characteristics of user mishandling, such as a drop. The damaged covers were replaced to address the observed physical damage. In addition, unrelated to the reported complaint, further visual inspection revealed a dark shadow on the lcd screen, likely attributed to the severe physical damage to the autopulse platform caused by user mishandling, such as a drop. The lcd was replaced to address the observed problem. The archive data indicated several ua07 errors on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated that both single-point load cells are defective. The single-point load cells were replaced to address the reported complaint. After replacing the load cells, a load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn: (B)(4). Ccr: (B)(4) was reported on (B)(6)2019, and the load cells were replaced.